Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer3.1 and 3.2 was physically damaged. The customer stated that the reported issue happened during dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) resolved the issue by removing a drawer from an out-of-service station, as advised by the customer, and used it to replace the broken drawer labelled number 3 in the auxiliary cabinet. After completing the replacement, the fse ran a full set of hardware test application tests to verify the repair, and all tests passed successfully. Further, configured in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer3.1 and 3.2 was physically damaged. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: facility name: (B)(6) hospital.